Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported a rescue attempt that occurred "a few weeks ago" where the AED gave a "replace battery pack now warning" during a rescue attempt. They reported that they used another AED on hand instead. No further information was provided.